Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This report includes corrected device information and includes the related manufacturer report number.

Event description:
During paroxysmal atrial fibrillation procedure, an air leak occurred. The sheath was inserted through the right femoral vein, the non-abbott catheter (ultra ice plus boston scientific) was flushed and then inserted through the sheath without any noted resistance. When aspirating blood, air was aspirated into the syringe. Physician felt that the hemostasis valve was loose. The sheath was replaced with another of the same model but air was still aspirated. The non-abbott catheter (ultra ice plus boston scientific) was replaced and the issue was resolved. The procedure was completed with no adverse consequences to the patient. The device was removed before the air was introduced into the patient. Fluoroscopy was used to confirm that no air entered the patient.